Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  From the information and data provided, a general reagent issue could most likely be excluded.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation: pathologist. The qc tests had acceptable results. The results of the tsh and ft4 measurements of the different samples, with 3 different analyzers were very similar. The presence of an assay-specific interfering factor in the samples can be excluded. The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys ft4 iii assay and tsh results for 1 patient sample on a cobas 6000 e 601 module analyzer serial number (B)(4). The customer alleged the results do not meet the clinical picture of the patient. The customer is questioning whether an interfering elecsys ft4 iii assay factor may be present in the patient sample. The customer alleged the results are consistent with central hypothyroidism but the patient denied any thyroid diseases or intake of any medicine. The following sample was not retested. The results of the patient sample were: tsh: 0.566 iu/ml, which was within the normal reference range of 0.275-4.2 iu/ml, and ft4: 8.76 pmol/l, which was below the normal reference range of 12-22 pmol/l. The tsh reagent lot was 484229. The expiration date was asked for but not provided.